Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances of greater than 2000 ohms and no capture in all pacing configurations. The local boston scientific field representative indicated that the lead will likely be replaced when the patient's device is replaced. At this time, the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.